Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3005334138-2020-00287, 3008452825-2020-00341, 2030404-2020-00048. During a premature ventricular contraction procedure, a pericardial effusion occurred. Following ablation attempts in the right ventricular outflow tract (rvot) and anterior cardiac veins/giv summit, the patient became hypotensive and was sedation. An effusion was confirmed with ice imaging. A pericardiocentesis was administered to stabilize the patient. The ablation catheter at the time was the flexability, however the cause of the effusion remains unknown. There were no performance issues with any abbott device.